Event description:
Reportedly, e360 ventilator stopped cycling on pt. The ventilator gave a non-high priority alarm that did not sound right, then went to a high priority alarm. It was reported that the screen on the ventilator was reading data but the cycling bar was not working and the pt did not appear to be ventilated. Compressor was cycling off and on. The pt was ambu bagged and the ventilator was replaced to another one.

Manufacturer narrative:
According to the distributor who met with the hosp team, there was no reliable info of what happened at the time of the reported incident because of a lot of confusion in the room. There was no hosp staff present, only family members at the time of the incident. Reportedly, many alarms were occurring prior to this event. The family was in the room and they may have been trying to resolve the alarms. The distributor and hosp lead therapist in respiratory care do not have a clear picture of what the family did or did not to resolve the alarms that were occurring. The hosp ran the ventilator for several days after the incident and no abnormality was found with the ventilator. For this reason, the hosp and distributor are not confident that the incident occurred due to the ventilator problem. The ventilator in question was not returned for investigation. Per hospital's request, the ventilator was upgraded to new software version 3.8 and preventive maintenance was performed by distributor.